Event description:
This pt with parkinson's disease (pd) underwent an uncomplicated implantation of a pulse generator system in the right subthalamic nucleus for treatment of pd. Activation of stimulator resulted in virtually complete control of left-sided pd symptoms. Two months later the pt was admitted to the hosp for the second implantation on the left side of the brain. Preoperative and did not reveal any neurological symptoms other than pd. The CT soon was performed for localization of the target. This scan disclosed a previously unsuspected large right-sided hematoma (subdural). The implantation procedure was cancelled. Instead, the hematoma was surgically removed. There were no complications and the pt was discharged from the hosp two days later.